Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited a flickering image and camera screen to brown and black screen during an unspecified procedure. There were no reports of patient harm.